Event description:
It was reported that the device did not work. The customer used another like device to complete the case with no patient consequence. The device will be returned for analysis.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the er420 instrument was nonfunctional. The instrument was found to have slow feed due to the viscous silicone. The instrument was cycled and would not feed properly the clips due to the condition of the instrument. The batch record was reviewed and no anomalies were noted during the manufacturing process.